Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event occurred on an unspecified date and involved a 6" (15 cm) appx 0.71 ml, smallbore trifuse ext set w/3 microclave¿ clear, 0.2 micron filter, 3 clamps (blue, yellow, white), rotating luer where it was reported the customer was seeing leaking with utilizing the trifuse (mc33587) without use of the safebreak device. It was also stated that they encountered disconnection between the central venous line and trifuse extension set. There was unknown patient involvement, unknown human harm and unknown delay in therapy reported.

Manufacturer narrative:
The reported complaint of disconnection could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.